Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient presented with swelling and a feeling of pressure, and was hospitalized (B)(6) 2017 for suspicion of left subclavian vein thrombosis. No thrombosis was detected upon testing. The patient was treated with heparin, rivaroxaban, and compression. The event was attributed to the presence of the leads in the subclavian vein. There was no suspected malfunction of either lead. See related manufacturer report: 2938836-2017-15314.